Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash under the lifevest equipment. Patient described area as itchy, red and with a pimple. Patient reports that they are at a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. There was no alleged device malfunction contributing to the irritation. The patient was prescribed betagalen ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.